Event description:
It was reported that the right ventricular (rv) lead impedance and threshold were high. The rv lead was capped and replaced. It was further reported that the atrial lead had noise and fractured. The atrial lead was removed, but no new atrial lead was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sedr01, ipg, implanted: (B)(6) 2003. (B)(4).